Event description:
It was reported that (1) lcsc5 was used during an prostate procedure. It was reported by rep that the surgeon encountered lockout. Attempts to troubleshoot were unsuccessful. Opened another device to complete. Surgeon was using a luke 11 handpiece. There was no consequence to pt.